Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter pediatric, dual-lumen repair kit that are cleared in the us. The pro code and 510 k number for the hickman cv catheter pediatric, dual-lumen repair kit are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed hickman repair kit ere returned for sample evaluation. Along with returned sample one photo was provided for the review. Visual evaluations were performed. One port along with various components were noted in the kit. Unknown black color substance was noted within the product tray. It was on the corner proximal to the adhesive tube. The components within the kit did not look affected. Unknown black substance was noted inside the kit in the photo as well. Manufacturing review was performed and it was observed that the substance could move freely within the packaging showed that the substance had migrated from the syringe into the adhesive tube. As per manufacturing review "foreign substance inside the packaging" is confirmed and it indicated that this problem is related to the process of packaging the product inside the tray. Therefore, the investigation is confirmed for the black substance in the kit. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
During preparation of a catheter repair procedure, the kit was allegedly found with black substance and may not be able to use it because of infection control restrictions. It was further reported that the inner packaging was allegedly damaged. There was no patient contact.

Event description:
During preparation of a port placement procedure, the port was allegedly found with black substance and may not be able to use it because of infection control restrictions. It was further reported that the inner packaging was allegedly damaged. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter pediatric, dual-lumen repair kit that are cleared in the us. The pro code and 510 k number for the hickman cv catheter pediatric, dual-lumen repair kit are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.